Event description:
It was reported that the buretrol solution set was observed to have nonspecific damage. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection of the sample confirmed the reported condition as a broken spike on the lower cap. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.